Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Although the customer had not initially tried leaving the pump plugged in for 30 minutes, as instructed, a reset was performed resulting in the battery returning to full charge. The customer declined any further troubleshooting but was advised to contact support again if the issue reoccurs after following the 30-minute charging advice.